Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post paced t wave oversensing was observed. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.